Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible when the patient coughed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.